Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/02/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver willl boot and charge. The receiver download did not show any issues related to complaint. Unable to perform functional test because this is a gen4/share receiver with gen5 firmware, it is incompatible with ffa functional test stations. Passed 'try it','fixed low' test. Audio tone was heard at normal volume when tested with receiver communication tool : 7.0.0.75(low,medium,high). Opened receiver,passed internal visual inspection. Speaker measured 7.7 ohms.(within tolerance). The device passed wiggle' test. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.